Manufacturer narrative:
A ge representative contacted the customer by phone and directed them in finding and resetting a tripped circuit breaker. System operates as intended.

Event description:
The customer reported the system displayed a precharge voltage error. No pt injury was reported.